Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2017 the patient underwent a left total knee arthroplasty using simplex hv bone cement. It is further alleged that the patient was revised on (B)(6) 2018 due to alleged loosening of his knee.